Event description:
The customer stated: "we were placing a hand screw mounted on a fast anchor and the screwdriver handle of (B)(4) when this one broke, leaving the head inside the head of the screw.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.